Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a low power alert became frozen on the pump screen and the customer was unable to clear it. During troubleshooting with tandem technical support the alert was able to be cleared. Customer stated blood glucose levels were impacted. Customer stated they will reload the cartridge and deliver a bolus to stabilize blood glucose levels.